Event description:
Sorin group received a report that the s5 double head pump displayed errors during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump displayed errors during set up. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative confirmed the equipment errors. The service representative replaced the processor, moved the can port from 4 to 5, and replaced the "mtr cntrl" although the pump still displayed an error message. The investigation is ongoing. A follow up report will be sent when the investigation is complete.